Event description:
A total of three battery packs smoking in three separate pt's homes. No negative impact to any of the pts. According to biomed. Two battery packs smoked, caused by their exposed wiring, and one's silver connector came apart. In the last case, the pt smelled something burning, and called the nurse, who verified that the smell was coming from the battery pack. There was no pt injury or medical intervention required in any of these cases. Each of these battery packs was smoking from the end that plugs into the wall. Furthermore, each of these battery packs had only been in the pt's home and a couple of weeks.